Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided. The root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoid resection - "on (B)(6) doctor (B)(6) performed a lap. Sigmoid resection, because of diverticulitis. She was not happy about the sealing capacity of the voyant. This is a typical procedure at which a good sealing device is needed (since you do not entirely follow the anatomical planes, but close to the colon the mesentery is dissected), but unfortunately that was not the case. Her experience in these situations is that the sealing performance of the ligasure is better." Patient status "ok."